Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings of the bd posiflush¿ normal saline syringe were missing. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received one sample from the customer in support of this complaint. DHR/bhr review: there was no documentation of issues for the complaint of batch 7297645 during this production run. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update mar14, 2018. The sample was received. In came in a plastic ziploc bag; it is in the sealed packaging flow wrap, it has the plunger rod- rubber stopper, the tip cap and the saline solution; it doesn¿t have the barrel label. Product within specification? Yes. No. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about barrel label missing. CAPA not required for this event. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update mar 14, 2018. The sample was received. In came in a plastic ziploc bag; it is in the sealed packaging flow wrap, it has the plunger rod- rubber stopper, the tip cap and the saline solution; it doesn¿t have the barrel label. Product within specification? Yes. No. Investigation conclusion: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about barrel label missing.